Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer generated an error during start up. It was further noted that the stylus was worn (sometimes not functioning), micro processor unit (mpu) board and hard disk drive were defective, media bay door was broken, printer was nearly out of paper and spacer link electronic module (lem) board was missing. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for repair and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.